Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a bipolar high impedance warning triggered due to high pacing impedance and a sensing integrity alert triggered due to eighty-three high rate non-sustained episodes for the right ventricular (rv) lead. It was noted that the short v-v intervals were reproducible by manual movement of the device in bipolar sensing. A ring fracture of the rv lead is suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the right ventricular pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.